Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/21/2015 with the following findings: a review of the pump¿s black box history showed that unexplained power reboots were recorded. Visual inspection revealed that the battery compartment was cracked on the side near the threads. Another crack was observed from the threads to the bumper pad. The returned battery cap threads were found to be stripped and the cap was not able to be fully secured to the pump. A test battery cap was used to complete all testing. The pump was exercised for 24 hours with a test battery cap with no power interruptions occurring. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.